Event description:
Boston scientific received info that a system extraction for pocket erosion (small opening/hole observed in the pocket) with potential infection was performed. It was noted that the device and 4137 right atrial (ra) lead had been successfully removed, but during the laser extraction of the right ventricular (rv) lead, the pt's blood pressure dropped and a code was called. Vt and vf was not observed by the field rep during the extraction. The field rep stepped out of the room and when the pt was later wheeled to the operating room (or) it was apparent that the pt's chest had been opened. The field rep called the hospital later that evening to check on the pt's status and it was reported that the pt had passed. The official cause of death was not given. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.